Manufacturer narrative:
A.2. Date of birth: patient¿s birthday was not provided, (B)(6) 2020 was used based on age of patient. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 22119144. D.4. Medical device expiration date: 10-nov-2025. H.4. Device manufacture date: 07-nov-2022. D.4. Medical device lot #: 22129210. D.4. Medical device expiration date: 11-dec-2025. H.4. Device manufacture date: 11-dec-2022. E.4. The initial reporter also notified the FDA. Medwatch report # (B)(4). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd maxzero¿ extension set w maxzero¿ needle-free connector the luer lock cap broke off. There was no patient impact. The following information was provided by the initial reporter: the patient had a trifuse connected to their port. When the device was disconnected to perform a draw off the line the leur lock cap appeared broken and then fell off. No undue force was utilized when removing the device that would have caused the breakage.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of adapter/connector defective/damaged could not be verified due to the product not being returned for failure investigation. A device history record review for model mz9266 lot numbers 22129210 and 22119144 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that during use with bd maxzero¿ extension set w maxzero¿ needle-free connector the luer lock cap broke off. There was no patient impact. The following information was provided by the initial reporter: the patient had a trifuse connected to their port. When the device was disconnected to perform a draw off the line the leur lock cap appeared broken and then fell off. No undue force was utilized when removing the device that would have caused the breakage.